Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump gave off no power alerts without first receiving low battery alerts. Then, the customer received continual low battery alerts, subsequent to the off no power occurrence. During troubleshooting, it was stated the battery was previously used. The customer was advised to discontinue use and revert to a back-up plan. His blood glucose was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.